Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? - (B)(6) yo-f - weight & bmi unknown. What were current symptoms following the index surgical procedure? - redness at surgery site. - onset date: (B)(6) 2016. Other relevant patient history/concomitant medications? - n/a. What is physician¿s opinion as to the etiology of or contributing factors to this event? - initially cellulitis and possible infected seroma. What is the patient¿s current status? - unknown. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) - patient developed redness at umbilicus that extended to lower pelvic region which lead to hives and itching. Pt was admitted to the hospital for treatment. What was the onset date, time from the index surgery? - one month. Was medical intervention required to treat the patient condition? Results? - yes, she was admitted to the hospital. Treated for current rash and hives, then to follow up with allergist. Does the patient have known allergic history to medical device, food or medications? - codeine. Results of allergy tests? - unknown. Are any photos available? - no.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2015 and mesh was implanted. The patient was readmitted on (B)(6) 2016 complaining of an allergic reaction and skin breaking out. Allergy tests were performed. Additional information has been requested.